Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that a stryker hip replacement was revised. Update: the patient presented with a painful hip in (B)(6) 2018 and came in for an aspiration in (B)(6) 2018. They had swelling on the right hip and walked with a limp. No infection was detected from the aspiration but cobalt levels were elevated. Revision surgery was performed on the (B)(6) 2018 to replace the femoral head and liner.

Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was confirmed through a material analysis method & results: -device evaluation and results: a material analysis has been performed. The report concluded "debris was observed on the taper of the head. Eds analysis the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material and material transfer from a hip stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a medical review was not performed because no information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the device was returned and material analysis was performed which concluded " based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, clinical reports, histopathology reports, office notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported that a stryker hip replacement was revised. Update: the patient presented with a painful hip in (B)(6) 2018 and came in for an aspiration in (B)(6) 2018. They had swelling on the right hip and walked with a limp. No infection was detected from the aspiration but cobalt levels were elevated. Revision surgery was performed on the (B)(6) 2018 to replace the femoral head and liner.